Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, in (B)(6) 2010, the patient experienced very bad pain and erosion, and had the mesh removed. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The obtryx transobturator mid-urethral sling was explanted in (B)(6) 2010; however, the exact date is unknown and reportedly unavailable.